Event description:
Patient reported obtaining a blood glucose result of 219 mg/dl, while using the suspect device. Patient stated that, less than 5 minutes later, blood glucose was retested on a clinic's blood glucose monitor with a result of 91 mg/dl. No patient injury was reported and no treatment was received. While on the line with technical support, a level-one control test was performed on the suspect device and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.